Event description:
It was reported that the external pulse generator turned itself off while in use with a patient. The generator was being returned for service and analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis was unable to confirm the reported event. Endurance tests were performed with no disruption in expected performance. No electrical anomalies were found.